Event description:
In 2002 the end-user called medtronic minimed, USA and stated that a leak was discovered at the luer connection. On 11/22/2002 maersk medical a/s received the complaint and 1 used tubing.